Event description:
Review of the manufacturer¿s programming history database revealed that a faulted system diagnostic test on the date of implant ((B)(6) 2009) caused the patient¿s settings to change to unintended parameters. Although the device was intended to be off, the magnet output changed from 0ma to 1ma and was not corrected until the patient¿s follow-up appointment on (B)(6) 2009 by the neurologist at which time the normal output current was turned on and the magnet output current was turned down to 0.5ma. No patient adverse events were reported. The magnet swipe total upon interrogation on (B)(6) 2009 showed a total of 15 magnet swipes.

Manufacturer narrative:
Analysis of programming history performed.